Event description:
A patient with severe iliac occlusive disease on the left and mild occlusive disease on the right as well as mild tortuosity and calcification on both the right and the left sides, underwent evar on (B)(6) 2013. The physician placed a flex main body and two iliac leg grafts with spiral z technology (on the left). The physician performed left angioplasty in the native vessel before the procedure due to external compression. He placed a left uncovered iliac stent in the native vessel after the procedure due to external compression. He also performed a right and left angioplasty in the leg/leg extension after the procedure due to external compression. There was no external compression noted at the end of the procedure, none in the follow up visit either.

Manufacturer narrative:
(B)(4). Event eval : still under investigation.